Event description:
A MFR sales representative reported part of the ceramic tip of the electrode broke off inside of the patient's wrist during a wrist arthroscopy. There were no adverse effects to the patient.

Manufacturer narrative:
The MFR sales representative contacted that nurse manager who reported the surgeon retrieved the broken ceramic pieces with an arthroscopy basket. The broken ceramic pieces were disposed of, but the electrode was retained and will eventually be returned. She also reported there were no patient consequences. No lot number has been supplied, which precludes conducting a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. The reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. It is being reported that there was no patient harm, however, if a broken fragment was left in the body, it is possible that patient injury could potentially occur. Because of this potentially an MDR is being filed to document this event. When and if the complaint device is received here at MFR, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.